Event description:
In 2000: a diabetic under continuous therapy informed another MFR that the tubing was separated from the connector that twists into the cartridge. 2 used samples and 1 loose luer were returned for analysis.